Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following a remotely transmitted device alert, the patient was seen in-clinic for back-up mode on the device. The physician suspected premature battery depletion, and the device was explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse consequences.

Manufacturer narrative:
The device was received in backup vvi (bvvi). The cause of the bvvi was found to be due to a power on reset (por), which was caused by a drop in battery voltage. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.